Event description:
Attempted to disconnect trifuser from cvc to untangle tubes/lines and the trifuser crumbled upon turning and the end of the trifuser was left in the microclave. The whole end then broke off.